Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-02840. It was reported that the patient's system was explanted due to infection. During the procedure, the physician suspected externalized conductors on the right ventricular lead. The patient was stable.

Manufacturer narrative:
The reported event of externalized cables was not confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead found that the cables were coming out proximal to the super vena cava shock coil due to insulation damage which is consistent with procedural damage.